Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 05-jun-2025 investigation summary: bd received 59 samples and 2 photos for investigation. The returned samples were visually inspected, and the returned photos were evaluated with no issues identified. Additionally, 100 retained samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for poor clot formation. This catalog number 366430, is a serum tube with no additive. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 100 tubes did not clot as expected. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 100 tubes did not clot as expected. There was no health impact or consequences reported.